Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an integrity warning due to oversensing, high-rate noise, short ventricular intervals and intermittent crosstalk. The cardiac resynchronization therapy defibrillator (crt-d) was also classifying normal ventricular events as fibrillation. The lead was reprogrammed and both the lead and device remained in use. A few weeks later, the high-rate noise episodes were noted to have continued. The lead remains in use; however, it was decided that the lead should be explanted and replaced. No patient complications have been reported as a result of this event.